Manufacturer narrative:
Device is a combination product. A promus premier ous mr 2.25 x 20 mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent outer diameter was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip found no issues. A visual and tactile examination of the hypotube identified a break at 22 cm distal from the distal strain relief. Multiple kinks were also noted along the length of the hypotube shaft. These damages most likely occurred as a result of excessive force being applied to the delivery system. A visual and tactile examination of the outer lumen and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that shaft break occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified distal left anterior descending artery. After a non-bsc guidewire crossed the lesion and pre-dilatation was performed with a maverick balloon catheter, a 20mm x 2.25mm promus premier drug-eluting stent was advanced but failed to cross the lesion. During advancement, the shaft broke. The lesion was pre-dilated again at high pressure and the procedure completed with another of the same device. No patient complications were reported and the patient's status was stable.